Event description:
It was reported that drill fractured during surgery, cutting surgeon's hand. No impact on patient, but surgeon had to leave the or to get the wound dressed and to re-scrub and re-gown before he could continue with implantation. There was no delay exceeding 30 mins (no additional anesthetic was needed). Broken part of the drill had been removed from the patient. Another drill from the set was used to complete the surgery.

Manufacturer narrative:
(B)(4). D10: product has not been returned to zimmer biomet UK for investigation. Attempts (three follow-ups) were made to obtain additional information, regarding the product; however, none was available. Report source, foreign - event occurred in (B)(6). As the product has not been received, the investigation was limited to the information provided. The photograph provided confirms the instrument has fractured. An evaluation can not be completed for this issue from the photographs provided. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 5 similar complaints reported with the item 32-423228, including (B)(4). A review of the complaint database over the last 3 years has found no complaints reported with this item and lot combination. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The details of the reported event do not allege that there was any patient harm, and a less than 30-minute delay to surgery. Therefore, the severity is considered s-2 (minor) as per definitions within the severity table in the attached rmr. The reported event is considered to be within the severity of the rmr. Occurrence: in order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to notification date, being june 2020. - sales (june 2017 to june 2020) = 340285 units. - complaints search was conducted for events occurring between june 2017 to june 2020 for item 32-423228. - 5 similar complaints were identified for this item number, including (B)(4). - therefore, the calculated occurrence rate is 5 in 340285 or 0.001%. - this is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 2. - since the instrument in question is reusable, number of uses is better represented by the sales of the compatible implants. Therefore, the sales for all compatible oxford knee system item has been obtained and used to calculate occurrence. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). This final follow-up report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. Drill fractured during surgery, cutting surgeons hand. No impact on patient, but surgeon had to leave the or to get the wound dressed and to re-scrub and re-gown before he could continue with implantation. There was no delay exceeding 30 mins (no additional anesthetic was needed). Broken part of the drill had been removed from the patient. Another drill from the set was used to complete the surgery. Less than 30 mins delay to surgery. Third party harmed (drill fractured during surgery, cutting surgeons hand). The most likely root cause of the instrument fracture is excess torque being applied to the drill because of the substantial wear and damage to the cutting surfaces, this drill has been used past its reusable instrument lifespan which has caused the drill to fracture. A similar event was investigated previously and concluded that the exact cause for this cannot be determined with the information provided, however, the appearance of the fracture surface points to overload fracture due to bending. A review of the complaints database shows that we have received 5 reported events for instrument fracture for the same item number 32-423228 prior to the reported event. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is low risk CAPA: no corrective or preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that drill fractured during surgery, cutting surgeon's hand. No impact on patient, but surgeon had to leave the or to get the wound dressed and to re-scrub and re-gown before he could continue with implantation. There was no delay exceeding 30 mins (no additional anesthetic was needed). Broken part of the drill had been removed from the patient. Another drill from the set was used to complete the surgery.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that drill fractured during surgery, cutting surgeon's hand. No impact on patient, but surgeon had to leave the or to get the wound dressed and to re-scrub and re-gown before he could continue with implantation. There was no delay exceeding 30 mins (no additional anesthetic was needed). Broken part of the drill had been removed from the patient. Another drill from the set was used to complete the surgery.